Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device etching was illegible, heated up and had foreign debris. The temperature measurement was aborted after one minute due to a very sharp rise in temperature. The entered value corresponds to the measurement after one minute. The device also failed pretests for visual assessment and temperature assessments. The assignable root cause was determined to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the motor device did not function. During in-house engineering evaluation, it was determined that the motor device etching was illegible, heated up and had foreign debris. The temperature measurement was aborted after one minute due to a very sharp rise in temperature. The entered value corresponds to the measurement after one minute. It was further determined that the device failed pretests for visual assessment and temperature assessments. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.